Manufacturer narrative:
The product was returned for investigation without the bulb installed. All testing was conducted using a known good test bulb. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display became active, and the correct software loaded. The product went into standby mode and the bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. The lightcable/jaw interaction test failed due to the jaw not locking in the open position. All other tests were successful. The root cause of the reported failure was traced to a defective jaw assembly. Further investigation revealed that the run membrane switch had a collapsed dome. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the jaw on the unit was having issues which in turn caused errors to the system.